Manufacturer narrative:
The reported field event of guidewire inability to go through the lead and unable to be removed was confirmed in the laboratory. Visual inspection found ptfe coating stripped from the guidewire and bunching of the inner coil. This is consistent with damage sustained during the surgical procedure.

Event description:
It was reported that during an attempted implant, the guidewire could not go through the lead and could not be removed. The lead was replaced with no issues. Patient was in stable condition.